Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the ¿hernia repair with composite mesh¿ procedure were not provided.] (B)(6) 10: [missing records: records for the CT scan showing the ¿persistent ventral hernia which contains fat¿ were not provided.] (B)(6) 10: wvu medicine. (B)(6). Office visit. Presents for evaluation of a large incisional hernia. History of multiple incisional hernia repairs and states that now has recurrence of this hernia. History of closed head injury and has a poor memory, so details regarding previous repairs are difficult to obtain. Reports had a total of 3 incisional hernia repairs. All repairs have been done open and the repair in 2002 was done with a roughly 6 x 3 inch piece of composite mesh. Noticed recurrence about 1 year ago, getting larger and more painful. Has problems with constipation. Weight 252 lbs. CT scan of abdomen and pelvis done on (B)(6) 2010; persistent ventral hernia which contains fat. No evidence of obstruction. Diastasis of the rectus muscle. Mesh material was identified from previous surgery. There was some stranding in that region but this was stable and slightly less prominent compared to prior exam. Social history: 1 can of chew every couple of days. Diagnosis and plan: recurrent incisional hernia status post multiple open repairs. Wishes to pursue another surgical repair of incisional hernia. Scheduled for laparoscopic, possible open incisional hernia repair with mesh.on (B)(6) 2010: (B)(6) operative report. Preoperative diagnosis: recurrent incisional hernia, status post multiple open repairs with mesh. Postoperative diagnosis: recurrent incisional hernia, status post multiple repairs with mesh. Name of procedures: 1. Laparoscopic recurrent incisional hernia repair with mesh. 2. Laparoscopic extensive lysis of adhesions for 3 hours. Surgeons: forest olgers pa-c (assistant). There was no resident scrubbed in the procedure. Estimated blood loss: minimal. Specimens: none. Complications: none. Drains: none. Implants: 26 x34 cm dual gore mesh in an underlay fashion. Condition: stable, extubated and transferred to pacu. Indications for procedure: this is a 43-year-old male who presented to the surgery clinic on (B)(6) 2010, for evaluation of a large incisional hernia. The patient has a history of multiple incisional hernia repairs and he had a total of 3 incisional hernia repairs, the most recent was by dr. (B)(6) in 2000 and another in 2002 was done by a 6 x3- inch piece of composite mesh. The patient stated the recurrence happened about a year ago and the hernia has been getting larger and more painful. He has been using darvocet for pain and using an abdominal binder. He is having problems with constipation. On physical examination, the patient was found to have multiple midline abdominal scars and what is felt to be a 10-cm mid abdominal wall defect and reducible hernia. The patient got a CT scan that was done on (B)(6) 2010, from wheeling hospital that showed persistent ventral hernia, containing fat with no evidence of obstruction and stable marked fatty infiltration of the liver and diastasis of the rectus muscle and mesh material with stranding in the region. The patient was subsequently scheduled for elective laparoscopic, also with open, recurrent incisional hernia repair. Description of procedure: ¿after obtaining informed consent, the patient was taken to the or and placed on the in [sic] supine position with the arms tucked at the sides. The abdomen was prepped and draped in surgical fashion and general anesthesia was induced. The patient received preoperative antibiotics as well as 30 mg of subcutaneous lovenox and scds for deep vein thrombosis prophylaxis and a foley catheter was placed. An ioban drape was also applied to the abdomen. The patient was then placed in reverse trendelenburg position. Pneumoperitoneum was achieved using veress technique in the left upper quadrant anterior axillary line. Saline drop test was performed and there was no blood or bowel contents aspirated and there was free flow of saline into the peritoneal cavity. Pneumoperitoneum was achieved to 15 mmhg. All the ports used were dilating versastep ports. The skin was infiltrated with 1% lidocaine plain and 0.5% marcaine plain, mixed 1:1 before any skin incision. The needle was then removed and a 5-mm port was then placed, through which a 5/30-degree scope was introduced into the abdominal cavity. There was no injury from the veress needle. There was found to extensive adhesions extending from the xiphoid all the way down to the suprapubic region. The adhesions contained omentum, transverse colon and small bowel to the abdominal wall. We then placed another 5-mm port under direct vision in the left lower quadrant. A small window was then created in the adhesions between the falciform and the omentum and we were able to visualize the right side of the abdomen through this small window. We then placed a 12-mm port in the right upper quadrant anterior axillary line and the camera was then switched to this port and we were able to place another 5-mm port in the right lower quadrant. We then proceeded with lysis of adhesions. As mentioned, the patient had multiple open hernia repairs and 3 pieces of mesh that were implanted into the abdomen. There were extensive adhesion to the abdominal wall and laparoscopic lysis of adhesion was done using scissors. We spent 3 hours lysing the adhesions and freeing the abdominal wall from the small bowel and the omentum. There was no injury encountered. There were areas where the small bowel was firmly adherent to the abdominal wall and we created peritoneal flaps and dropped the flaps on top of the bowel to avoid any bowel injury. The bowel was inspected thoroughly and there was no injury or evidence of strictures. We were able to identify the old pieces of mesh. The lower most mesh in the infraumbilical region was intact and there was no recurrence of hernia at this spot; however, the upper abdomen showed a large defect measuring about 15 x 15 cm. There were 2 pieces of mesh within the defect. There were excessive adhesions to the mesh in this area and we had to also drop small pieces of mesh that were firmly adherent to the bowel on top of the bowel to free it of the abdominal wall to avoid any bowel injury and avoid any bowel resection. After the extensive adhesiolysis was done, we then proceeded with mobilizing the falciform ligament to allow space for placement of new mesh. The falciform was taken down using laparoscopic scissors and electrocautery. We then placed a large 26 x 34-cm dual gore mesh into the abdominal cavity. The mesh was centered over the hernia and was secured to the abdominal wall using transfixing sutures at 6 points, 1 suture superior, 1 inferior and 2 on each side. The sutures used were #0 sutures and they were brought out through the abdominal wall using gore suture passer through small puncture holes. Protex was then used to secure the mesh circumferentially in outer and inner rows. The mesh was adequately placed in excellent approximation of the abdominal wall and adequate margins were achieved circumferentially. The bowel was again inspected and there was no evidence of injury and hemostasis was achieved. The pneumoperitoneum was insufflated and the ports were removed under vision. The skin was then closed using 4-0 monocryl sutures, mastisol and steri-strips. The patient tolerated the procedure well. No complications occurred during the operation. At the end of the procedure, the counts of sponges and needles were all correct. The patient was then extubated and transferred to pacu in stable position. I am the attending surgeon, was prepped and scrubbed for the entire procedure and performed the critical parts of the operation.¿ (B)(6) 2010: (B)(4). Operative note. Implants: gore mesh. Abdominal binder. Product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2010: (B)(6). Office notes. Status post incisional hernia repair. Doing well, no complaints. The incision sites are healing properly. Can return to work with weight restrictions of no lifting over 10 pounds for two more weeks. [Missing records: records for the imaging techniques showing the ¿a fluid filled mass in my abdomen¿ were not provided.] (B)(6) 2012: (B)(6). Office visit. Presents with a history of 18 prior surgeries on his abdomen. Last was 4/2010 which was laparoscopic repair of a recurrent incisional hernia with a 26 x 34 cm dual gore mesh. Continued to have abdominal pain. Reports that imaging techniques have shown ¿a fluid filled mass in my abdomen¿. Wears abdominal binder for comfort. Complains of constipation and hard stool since operation. Past medical history: gastroesophageal reflux disease. Bowel obstruction. Past surgical history: (B)(6) 2002: repair incisional hernia, reducible. (B)(6) 2000: repair incisional hernia, reducible. Abdomen: guarding, tender diffusely, worst in left lower quadrant and along vertical midline incision. Assessment & plan: abdominal pain. Status post repair of recurrent ventral hernia. Evaluate imaging he has done. Return to clinic in 1 month. (B)(6) 2013: [missing records: records for the CT scan showing the ¿large seroma pocket seen anterior and posterior to the gore-tex mesh¿ were not provided.] (B)(6) 2013: (B)(6). Reports pain is worse with any movement. Did bring CT abdomen films today. Weight 274 lbs. Abdomen: tenderness to deep palpation. No recurrent hernia noted with valsalva maneuver. CT abdomen/pelvis (B)(6) 2013: large seroma pocket seen anterior and posterior to the gore-tex mesh. No recurrent incisional hernia noted. Assessment: symptomatic abdominal wall seroma. Plan: recommend ir-guided drainage of seroma with seroma drain placement. (B)(6) 2013: (B)(6). Brief post-interventional radiology procedure note. Assistant: none. Preoperative diagnosis: seroma. Postoperative diagnosis: same. Anesthesia: moderate sedation. Estimated blood loss: none. Specimens removed: none. Findings/interventions/complications: 10 f [french] pigtail drain was placed in abdominal seroma. 600 cc of serous fluid drained and a sample sent for culture. Patient will go home with drain and was instructed to contact ir once drainage has stopped. No complications. Full dictation to follow. (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided. (B)(6) 2013: (B)(6). Telephone encounter. Spoke with patient by phone concerning discomfort after seroma drain placement. Instructed to take motrin. Continues to have excellent drainage from the tube and reports 200 cc of output today. If symptoms worsen, instructed to contact ir or after hours go to emergency room. (B)(6) 2013: (B)(6). History & physical. Presents to emergency department secondary to abdominal pain, erythema, and fevers. Has several healed wounds on abdomen from 18 prior abdominal surgeries. History of placement of abdominal wall mesh for hernia repair. Fevers up to 103 over past two days. CT 3 days ago showed no acute intraabdominal process. Abdominal drain continues to drain approximately 50 cc/hr. Current user of smokeless tobacco. Plan: abdominal wall cellulitis- no evidence of purulent cellulitis. Blood culture pending. Abdominal wall seroma-improved per surgery. (B)(6) 2013: (B)(6). Progress note. Date of admission: (B)(6) 2013. Complains of severe abdominal pain. Requesting nasogastric tube placement under anesthesia as he had multiple nose surgeries. Abdomen: diffusely tender, erythema present, j tube drain in place. Plan: abdominal wall cellulitis; start unasyn. Get CT to rule out intraabdominal abscess. Abdominal wall seroma; improved per surgery. Surgery following. On (B)(6) 2013: [missing records: records for the CT scan showing the ¿interval development of small abdominal wall rim enhancing fluid collection¿ were not provided.] (B)(6) 2013: west virginia university hospitals. Shashank ponugoti. Progress note. Still has severe abdominal pain. Abdomen: diffusely tender, erythema present. Abdominal wall cellulitis: CT abdomen and pelvis reviewed. Interval development of small abdominal wall rim enhancing fluid collection. The large seroma is still in place. (B)(6) 2013: west virginia university hospitals. Shashank ponugoti. Progress note. Mild abdominal pain, still has diarrhea. CT abdomen and pelvis reviewed. Interval development of small abdominal wall rim enhancing fluid collection. Large seroma still in place. Surgery, plan on taking him to operating room as cultures from drains growing gram negative rods and gram positive organisms. Plan to remove drain and incision and drainage other abscess. (B)(6) 2013: (B)(6). Surgery progress note. Infected ventral wall mesh. Procedure: removal of infected mesh. Plan for operating room tomorrow. (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: infected ventral hernia mesh. Name of procedures: 1. Exploratory laparotomy. 2. Extensive adhesiolysis (greater than 2 hours). 3. Explantation of infected mesh. 4. Repair of recurrent incisional hernia with xenograft (surgimend). Surgeons: brenner f. Dixon, md (assistant). Estimated blood loss: approximately 50 ml. Total intravenous fluids: per anesthesia. Operative findings: an infected gore-tex mesh present from previous 2 surgeries. Seroma capsule was adherent to the mesh. Infected anterior abdominal wall pseudocyst. Hernia defect size approximately 25 cm x 8 cm. Surgimend size approximately 35 cm x 16cm. Specimens: culture swab mesh explant and seroma capsule. Disposition: stable. Indications for procedure: a 46-year-old male with a previous history of obesity and smoking as well as chronic pain syndrome who has had multiple previous hernia repairs including a laparoscopic recurrent incisional hernia repair done in (B)(6) 2010 by (B)(6). He now came to me about 2 months ago referred from an outside facility complaining of chronic anterior abdominal wall pain. He has had cat scans from the outside facility that showed a big anterior abdominal wall fluid collection. This was drained by interventional radiology about 2 weeks ago and he was being followed in the clinic. He re-presented to the medical service 3 days ago due to increasing anterior abdominal wall erythema and was recultured and that showed gram-positive cocci in pairs. Due to the presence of bacteria in the drainage fluid, we concluded that the mesh was infected and decided to do explantation of the mesh with washout and placement of xenograft. Description of procedure: ¿the patient was taken to the operating room and laid down supine on the or table. General anesthesia was initiated by way of endotracheal intubation. The area over the abdomen was then scrubbed, prepped and draped in the usual sterile surgical fashion. The previous laparotomy scar was excised using a 10 blade. The incision was carried through the subcutaneous tissue using electrocautery while establishing simultaneous hemostasis. The incision was carried through the scar as well as the anterior abdominal wall fascia. Upon opening of the fascia there was adherence to the mesh which was taken down with electrocautery and sharp dissection with scissors. The mesh was first opened through the midline and it was evident that there was grossly contaminated material with infected type pseudocyst-like material underneath it after we opened the mesh up. The infected pseudocyst-like material was removed and a rind like covering was covering over the bowel contents. The mesh was subsequently explanted by taking out the various endotacks that were adherent to the anterior abdominal wall. The previous mesh was noted to a large approximately 25 x 20 cm gore-tex and it was explanted and passed on as a specimen for histopathology. The infected pseudocyst-like material was removed and also sent for microbiological culture which showed gram-positive cocci. There were also wound swabs that were sent. The rind that was over the bowel contents was removed and subsequently the peritoneal cavity was entered. Care was taken to remove all the infected mesh as well as all of the inflammatory response around the infected mesh. The pseudocapsule was also debrided down with curets as well as a sharp 10 blade. Then irrigation and aspiration were carried out. The peritoneal cavity and the bowel contents were covered with laps as a protection and for retraction. The pulsavac irrigation was then carried out of the anterior abdominal wall with bacitracin irrigation of more than 3 liters of saline. Then the defect was measured. The defect size was noted to be about 25cm x 8 cm in dimension. A surgimend mesh approximately 35 cm x 16 cm was then measured and sized and placed in saline for rehydration. #1 pds sutures were then placed at 1 cm intervals to the surgimend mesh around the borders of the mesh about 1 cm away from the edges. It was secured to the abdominal wall by making small 2-mm stab incisions at regular intervals approximately 5 cm away from the edge through-and-through the entire abdominal wall. Then it was secured by using the carter-thomason device/endo close device by picking the sutures and passing them whole through the abdominal wall. These sutures were then tied down through the skin small stab incisions so that the knots were buried down into the subcutaneous space. Once the entire mesh was secured with horizontal mattress sutures with #1 pds, the laps were removed and the knots were tied down. Irrigation and aspiration were then carried out of the second mesh. The fascia was then closed over the mesh using figure-of-eight #1 pds sutures. Before closure of the fascia, 2 #19 blake drains were left in the retrorectus space between the mesh and the anterior abdominal wall and the fascia. After fascial closure, the wound was scrubbed and closed with skin staples and an incisional prevena vac was applied on top. The blake drains were secured to the skin using a 2-0 nylon suture and all instrument, sponge counts and needle counts were correct and verified x 2. There were no complications during the case. At the end of the procedure, the patient was extubated and transferred to the pacu stable condition.¿ (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected and device removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2015: wvu department of general surgery. Jorge con. Office visit. Evaluation of ventral hernia. Reports has had 20 abdominal surgeries including multiple hernia repairs. Past 8 months has had abdominal pain, nausea, vomiting worse after eating. Reports pain in the epigastric and right lower quadrant. Weight 241 lbs. Abdomen: ventral hernia present. CT (B)(6) 2015: no fluid collections. Plan: does not recommend any further surgeries. Continue to wear abdominal binder and continue weight loss efforts. Hernia is not incarcerated. (B)(6) 2016: wvu hospitals and university health associates. David c. Borgstrom, md. Office visit. Here for incisional hernias. Multiple procedures in the past. Here at the urging of his doctors because of abdominal distention and pain. Does have a hernia. Very large abdomen. Minimal abdominal wall integrity left. Recent ultrasound that did not show anything particularly revealing. Understands surgery is not a good solution. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D1: updated brand name. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the "alleged gore device" was explanted." It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.